Event description:
Philips received a complaint from customer biomed reporting a blower error on the v60 ventilator. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and confirmed diagnostic code 1122 (blower temperature high) in the device event log indicating the blower temperature was greater than 95 degrees for longer than sixty seconds. The rse advised the be on the next troubleshooting steps which included verification of clean and open-air inlet filter and an operational cooling fan. If the issue persists, replacement of either the blower or the motor control (mc)printed circuit board assembly (pcba) may be required. The be confirmed the air inlet filter was dirty. The be confirmed the device was repaired with replacement of the blower assembly. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.